Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the readings from the probe transducer were not accurate. An alternate device was employed for the procedure. User reported surgery was completed successfully, and there were no adverse consequences to a pt as a result of this event.